Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The door dingus was found to be in the wrong location. The representative manually manipulated the dingus into the correct location and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was not opening. They were able to initially manual open the gantry, but follow up attempts were not successful, appeared to be jammed up. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome but surgery was aborted after the patient was under anesthesia.